Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a battery alarm error after a new battery was installed. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. The customer called technical support to report that the device displayed a battery alarm error after a new battery was installed. The customer suspects that the battery was not purchased from philips, and the remote service engineer (rse) advised the customer that third-party batteries have been known to not be compatible with the new power management (pm) printed circuit board assembly (pcba) installed for field correction order (fco) the battery may not be compatible and will alarm, and the date and lot code may not update. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated that a new philips battery was ordered, but the replacement battery had not yet been received. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.